Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Scoliosis surgery: while correcting the hyper kyphosis cross threading occurred and the threads of the screw head were damaged. We had to break off the tabs to place the dual innie using the approximator. Dr. Schenk did not want to remove the complete construct and tried so long until he could lock the innie in the damaged screw head. The first threads of the screw broke and the threads below were intact and the innie could be locked. During that maneuvers 8 innies have been damaged metal spreads came out.